Event description:
Add'l info rec'd from MFR 10/25/00: the implantable cardioverter defibrillator (ICD), model 1742, was returned to MFR for analysis. Lab testing confirmed the clinical observation. The cause of the event was isolated to electrical overstress damage to the high voltage hybrid, which damaged other components within the device. This electrical overstress was isolated to inappropriate arcing within the assembly, which depleted the battery and resulted in the observed clinical event. The ICD was implanted and removed; the total implant duration was 46.2 months.

Event description:
Pt admitted with malfunctioning implanted cardiac defibrillator generator for replacement. The pt was discharged in good condition following the procedure.